Event description:
Patient reported no complaint against the left side device. Healthcare professional reported "radial folds incompatible with folds inside the implant and calcifications." Patient later reported "situation stresses" and "daily pain". Healthcare professional later reported left side "lot of liquid, like if it was milk", capsular contracture baker grade iii, and "present a sudden augmentation of the volume bilaterally, having the main diagnose of research for bia-alcl". Pathological markers confirming alcl have not been received. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Physician information: name: dr. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3098412 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos the events of lymphoma - alcl ¿ suspected, capsular contracture, seroma and anxiety are unable to be observe. For this reason the events were not confirmed. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v5.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Photo analysis: visual analysis of the photographs identified: ¿ seroma: unable to observe since it is not related to the device. ¿ lymphoma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The events of "capsular contracture", "seroma-late", and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "lot of liquid, like if it was milk"; "bia-alcl (histopathological markers not provided).